Event description:
Facility paramedics connected the device to a pt and diagnosed an aystolic rhythm. An attempt was made to administer device pacing therapy to the pt, as a last ditch effort at resuscitation. Reportedly, the device prompted connect electrodes, and pacing could not be initiated. The pt was not resuscitated, but the device operator stated the pt was not a viable candidate for resuscitation.